Event description:
Customer called to report that tube #78 of the unicel dxc 800 synchron system was leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and identified a pinched vacuum tube at the t-fitting. The fse replaced both the tube and the fitting, which resolved the issue. The fse confirmed that calibration and quality control results recovered within specification. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. The root cause of the issue was the pinched tubing.

Manufacturer narrative:
(B)(4).